Event description:
During an atrial fibrillation procedure the lasso spine got stuck in the left ventricle. Attempts to remove the catheter from the left ventricle using some stress maneuvers were successful. When the catheter was outside of the body it was noted that the polyurethane was damaged and reporter could see a chorda tendonae that was cut from heart. Echo showed minimal mitral regurgitation. No medical intervention was required, the pt condition is ok.